Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and valve embolization are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the malposition and resulting embolization was possible ectopic beat and loss of capture during rapid pacing. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in the (B)(6) , during deployment of a 26mm sapien 3 ultra valve in the aortic position using right transfemoral approach, pacing was done via the lv wire. During valve deployment, the valve was fully deployed but it visibly moved proximal during the final stages of inflation. When reviewing the angio runs, it appears as though there was an ectopic beat perhaps caused by a loss of capture. The valve deployment may have been quite rapid. The final valve position was too high and a second valve was prepared to be implanted. However, it was noted that the valve had migrated proximally and was located in the arch. The new sapien 3 ultra valve and delivery system crossed through the first valve and was deployed successfully in the correct position. The delivery system was then used to post dilate the first valve within the aortic arch. Tte was performed to assess both valves and also to look for any ar, pvl or effusion. There was no suspicion of product malfunction here by any of the operators on the day. The patient went home the day after the procedure. As per medical opinion, the cause of the embolization was possible ectopic beat and loss of capture during rapid pacing.

Manufacturer narrative:
Image evaluation was performed by an edwards proctor. Procedural cine images were provided. The returned imagery was reviewed. The following sequence of events was determined from the imagery: there was right transfemoral access. There was no sequence of valve alignment and no sequence of flex shaft retraction. There was valve embolization into the aortic root after a jump due to ectopic beat during valve deployment. Implantation of second sapien 3 ultra valve was performed with good result. The final position of the embolized s3u valve was in the aortic arch. Impression: there was a valve embolization during valve deployment due to an ectopic beat. In such a scenario it can be tried to immediately push the delivery system back into original position before full inflation.